Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's sibling via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 86 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as no feeling well. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The caller felt that the customer's pump settings needed to be changed as they were eating less. The caller felt the pump basal rates were too high. The insulin pump will not be returned for analysis.